Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were not able to charge their implanted neurostimulator since 2 days ago. Patient said they had moved the recharger a couple times different ways and upside down, but it would not let them charge. Patient described seeing poor recharging quality. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the controller powered on. Patient inspected the recharger and said it looked like the cord might be weak/flimsy. Patient denied any falls or trauma to area of implant site. Patient mentioned that for a couple months they had felt excess heat coming from the paddle when charging their implant. Patient confirmed they had not received any physical burns or injuries from the heat. Patient started a charging session of their implant and reported seeing passive recharge mode with all 3 numbers at 100. After a few minutes, patient reported seeing poor recharge quality. The issue was not resolved. A request was sent to the repair department to replace the recharging antenna.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.